Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a draining slowly alarm prior to discovering a fluid leak associated with pd treatment. During step 9 of removing the cassette after treatment complete the patient discovered fluid leaking from the cassette door. The patient decided to leave the door open overnight and let the cycler air dry. Multiple attempts were made to gather additional information, but no information was received. There was no harm to the patient reported in the initial report. The cycler set has not been returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a draining slowly alarm prior to discovering a fluid leak associated with pd treatment. During step 9 of removing the cassette after treatment complete the patient discovered fluid leaking from the cassette door. The patient decided to leave the door open overnight and let the cycler air dry. Multiple attempts were made to gather additional information, but no information was received. There was no harm to the patient reported in the initial report. The cycler set has not been returned for investigation.